Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: (B)(6) 2021 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient has alleged the device has caused back and leg pain, as well as dvt.